Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized, but it was not reported if he was hospitalized for the peritonitis, or if the peritonitis prolonged the hospitalization. No laboratory information was reported. Event outcome was not reported. Pd therapy continued. Concomitant medications were not reported. The physician did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.